Event description:
During routine testing of the device at the service center, the service tech reported the lettering on the center keypad of the monitor was faded. The monitor was originally returned for repair due to an "f101" error code when the faded keypad was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.